Manufacturer narrative:
The devices involved in the event will not be returned for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices discarded at the hospital.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2016. During the initial implant the physician identified a type 3a endoleak between the stent grafts and implanted an additional infrarenal aortic extension to seal the leak. During the deployment of the infrarenal extension the device became entangled with the previously implanted suprarenal device causing a intraoperative stent migration. The unintended movement of the initial implanted suprarenal extension caused the occlusion of the superior mesenteric artery. There were several unsuccessful attempts of ballooning of the artery in an attempt to reposition the devices. The physician was unable to reposition the devices and to avoid ischemia the physician elected to explant all the devices and convert the patient to open repair. The open repair was successful and the patient is stable.